Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant and endurant ii stent graft system were implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aptus endoanchors were also placed out of a concern for late failure and a chimney procedure was done in the left common carotid and innominate artery. It was also noted that a type ii endoleak persisted form the left subclavian artery after the procedure was completed. It was reported that a CT scan discovered an unidentified endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.